Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right pneumonectomy, the surgeon tried to fire the stapler but was not able to do it. The green button was pressed but the handle seemed loose and the load could not be fired. Another stapler was opened and the same loading unit was connected and it fired without any trouble. There was no patient injury.